Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup vvi mode due to elective replacement indicator (eri). Review of the device memory showed a flipped bit, most likely due to low battery voltage. After connecting to an external power supply, the product code was downloaded and normal function ensued. No information was provided regarding the device settings during service life. Therefore, it was not possible to determine the expected longevity of the device.

Event description:
It was reported that the pulse generator was in backup vvi mode. The device was removed and replaced.